Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report left side rupture. Device remains implanted.

Event description:
Healthcare professional later reported left side pain and capsular contracture baker grade iii.the device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -capsular contracture: observed next to the device biological tissue but it is a medical event not related to the device. -pain: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.